Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. No further information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/11/2015, device evaluation: the pump has been returned and evaluated by product analysis on 08/18/2015 with the following findings: on investigation, black box data review did not find any unusual power-on-reset events. No damages were found with the returned battery cap and it was able to secure properly. Battery compartment cracks were found above the grip pad and below the keypad cover. Moisture was observed behind the display but not inside the battery compartment. A leak test showed leaks at the battery compartment cracks. Using the returned battery cap, the pump powered up to a blank display with no auditory or vibratory features. The remaining testing could not be completed due to the blank display. The alleged power issue was unable to be fully investigated and no conclusion could be drawn. Pump casing was opened and additional evidence of moisture intrusion was found on the printed circuit board and the display connector wire. A fully functional display was restored when the pump display was replaced with a test display. The contacts for the auditory and vibratory mechanisms were found to be misaligned. The auditory and vibratory functions were restored when the contacts were realigned properly.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).